Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre- balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) non-medtronic balloon. A valve check was performed, and the valve looked to be loaded appropriate. A sheath exchange occurred, and a medtronic guidewire was used. At 80% deployment, the valve depth was 1-2mm below the non-coronary cusp (ncc) in cusp overlap and 1-2mm below the left coronary cusp (lcc) in the left anterior oblique (lao). Deployment was proceeded with neutral to gentle forward pressure on the delivery catheter system (dcs). A slow gradual deployment was performed with the crown on the outer curve coming out of the sheath first however the inner crowns and both paddles all were deployed at the same time. Following deployment, an aortogram was performed and it was noted that the valve dislodged approximately 3mm above the base of the ncc. At this time, the patient was stable. The transthoracic echocardiogram could not get acceptable images, so a transesophageal echocardiogram (tee) was performed and revealed 3+ paravalvular leak (pvl). A second, non-medtronic valve was implanted. The pvl had resolved and there was a mean gradient of 9 millimeters of mercury (mmhg). Of note, during the pre-case image review, it was observed that the patient had thickened annular calcium that extended into the left ventricular outflow tract (lvot) under the ncc. According to the physician, the valve may have hit the ridge of the annular and lvot calcium and dislodged. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Five media files and five static images were provided for review of the event description above. Some computed tomography (CT) images were provided for anatomical review. Depth assessment at the non-coronary cusp (ncc) in a cusp overlap view was approximately 1-2millimeter (mm). Depth assessment at the left coronary cusp (lcc) in the left anterior oblique (lao) projection was approximately 1-2mm. The evolut valve is noted to be too high, in a supra-annular position after complete deployment, requiring a non-medtronic valve to be implanted. Per medtronic best practices, the target implant depth is 3mm. In this case, the implant depth was probably too high, and a recapture was warranted. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, image analysis indicates that the positioning of the valve was too high causing the valve to dislodge, ultimately leading to the implant of a second valve. Thus, the cause was use procedure related. Dislodge events are typically not related to a device malfunction. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available. The positioning of the valve and the pre-existing thickened annular calcium were likely contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that after the valve dislodgment, the valve depth on the left coronary cusp (lcc) appeared to be at zero or the base of the annulus.

Manufacturer narrative:
Updated data: b5. Second paragraph added. B7. Medical history was written out. H3. Device not evaluated as it remains in patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty was performed with a 23 millimeter (mm) non-medtronic balloon. A valve check was performed, and the valve looked to be loaded appropriate. A sheath exchange occurred, and a medtronic guidewire was used. At 80% deployment, the valve depth was 1-2mm below t he non-coronary cusp (ncc) in cusp overlap and 1-2mm below the left coronary cusp (lcc) in the left anterior oblique (lao). Deployment was proceeded with neutral to gentle forward pressure on the delivery catheter system. A slow gradual deployment was performed with the crown on the outer curve coming out of the sheath first however the inner crowns and both paddles all were deployed at the same time. Following deployment, an aortogram was performed and it was noted that the valve dislodged approximately 3mm above the base of the ncc. At this time, the patient was stable. The transthoracic echocardiogram could not get acceptable images, so a transesophageal echocardiogram was performed and revealed 3+ paravalvular leak (pvl). A second, non-medtronic valve was implanted. The pvl had resolved and there was a mean gradient of 9 millimeters of mercury (mm hg). Of note, during the pre-case image review, it was observed that the patient had thickened annular calcium that extended into the left ventricular outflow tract (lvot) under the ncc. According to the physician, the valve may have hit the ridge of the annular and lvot calcium and dislodged. No additional adverse patient effects were reported. Additional information was received that during the implant, the deployment starting point was the bottom of the pigtail catheter.